Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: one shoulder pack was not returned for evaluation. As a result, the reported event could not be confirmed. Per the instructions for use (IFU), "patients with an internal cardiac defibrillator (ICD) or pacemaker should keep the pack away from their chest and should not sleep with the pack to avoid proximity to the ICD or pacemaker. Per pacemaker and ICD manufacturer guidelines, magnets should be kept at least 6 inches (15 cm) away from the pacemaker or ICD". Based on the available information, a possible root cause of the reported event can be attributed, but not limited to the patient placing the shoulder pack near the ICD. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dvbb1d4 ICD, 6935m55 lead implanted: (B)(6) 2013; evolutpro-26-us aortic valve implanted: (B)(6) 2017 additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for several months, when the patient lifted the flap of the shoulder pack near their chest, the magnetic snaps of the shoulder pack set off an intermittently high "bee" tone from the patient's implantable cardioverter defibrillator (ICD). The shoulder pack was replaced with another bag with no magnets. No patient complications have been reported as a result of this event.